Event description:
The international distributor of cryocyte freezing containers reported a broken cryocyte bag observed during thawing. The bag, which was observed to be cracked when opening the metal cassette, contained stem cells intended for transplantation to a pt with multiple myetoma. The cells were infused to the pt, who received additional antibiotic treatment as a result of the break. The fill volume of the bag was 57 ml. A controlled rate freezer was used prior to the bag being stored in liquid nitrogen vapor phase. The duration of storage was 1 month. The customer's thawing protocol involved transfering the cassette into a transport container, opening the cassette under sterile conditions, and thawing the bag in a barkey plasmathem ii and 37 degrees c. The customer discarded the sample, which had positive viral markers, so it is not available to baxter for evaluation.